Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The replacement instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement biopsy guide shipped to site 06/01/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative received a reported that both adjustment screws were too tight on their precision aiming device. The medtronic representative followed-up with the site and found both adjustment screws on the aiming device are very hard to tighten, or to loosen. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.